Event description:
It was reported the patient's device recorded an episode of t-wave oversensing (twos). Review of device performance data revealed the can-to-svc (can to supraventricular coil) signal shows changes in morphology between non-twos and twos. The r-wave appeared to shrink. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The lead is part of the advisory for this model. Evaluation summary: (B)(4) the actual device was not received for evaluation. No anomalies found during review of performance data collected from the device.